Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that when box of bone cement was opened, paper particles from box remained on cement packages. There was no patient involvement and no delay in a procedure as a result of the event.